Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the cgm was displaying 320 mg/dl. The patient was unable to check a manual finger stick for comparison. Based on the cgm value, the patient injected himself with insulin. After two hours, the patient stated the cgm value remained the same. He believed the value was inaccurate despite injecting insulin (novolog) a second time. A manual finger stick was still not performed. After the second injection, the patient passed out but regained consciousness shortly after. The patient's wife insisted he go to the hospital. At the hospital, they checked the patient's bg with a bg meter and the patient's bg was 52 mg/dl while the cgm was displaying 80 mg/dl. Because the patient was in stable condition upon arrival at the hospital, no medications were administered. The patient was observed and blood work was done. The results of the blood work were normal. After 2-3 hours, the patient was discharged from the hospital. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.